Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
This is an international report of a leaking transfer set that had liquid still coming out even when the clamp was closed. No use of additional disinfectant was reported. There was patient involvement but no patient injury or medical intervention was reported.